Event description:
Reporter indicated that normal mode and system diagnostic tests showed high lead impedance. The nurse reported that it is believed that the pt manipulates the vns device. It was reported that the pt could still feel stimulation. X-rays were reviewed by the MFR and no signs of device manipulation were evident. The cause of the high lead impedance could not be determined based on the x-rays received. Revision surgery is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.